Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen and went to the ER (emergency room) for a rhythm check. Possible far-field r-wave sensing was observed on the presenting rhythm strip. The right atrial (ra) lead remains in use. Additionally, the right ventricular (rv) lead had a high rv threshold measurement that day. It was also noted that there was rv tip to rv coil impedance warning triggered back in 2016 on the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional lead warning triggered due to low rv pacing impedance, and additional high rv capture thresholds were noted.